Manufacturer narrative:
Concomitant products: 5076 lead, implanted (B)(6) 2010.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the transvenous left ventricular (lv) lead. The lead was removed and replaced with an epicardial lead. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.